Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional xience prime device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous distal right coronary artery. The 3.5x33mm xience prime stent delivery system (sds) was deployed; however, a distal edge dissection occurred. A 3.0x15mm xience prime was deployed to treat the dissection: however, another dissection was observed. A 3.0x12mm xience prime was used to treat the second dissection. There were no adverse patient sequela and no clinically significant delay. No additional information was provided.